Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) , implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 27-oct-2027, UDI#: (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller requesting presence of mdt field staff to reprogram pt when pt comes in for clinic visit as pt still having a lot of pain since implant. Tss texted caller to nas to page rep. Caller stated that patient is not getting good relief, specially on the right side as their lead is "turned to the left". Caller stated lead has been this way since implant. Caller stated patient will likely see neurosurgeon and need to have lead revised. Caller mentioned that he has had a couple of hcps complain about this - that the paddle doesn't want to sit flush and wants to jump to the left or right of midline.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of pain not was determined. To resolve pain issues patient has undergone several reprogrammings. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.